Event description:
Customer's mother reported the blood glucose monitor does not provide correct bolus advice. The customer's blood glucose was 21.9 mmol/l and he entered 68 grams of carbohydrates, and the bolus calculator recommended 2.3 units of insulin. The customer has started to deliver insulin via pen. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).